Manufacturer narrative:
The manufacturer is attempting to obtain additional information. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that in the past, the pt had suffered an ischemic cerebral vascular accident (cva). On (B)(6) 2012, the pt was admitted with a hemorrhagic cerebral vascular accident (cva). The international normalised ratio(inr) was at 2.3 on admission. The pt had been on triple therapy of aspirin, coumadin and persantine since the ischemic cva. The pt underwent an urgent craniotomy on (B)(6), 2012 and is now stable with left sided weakness but expected to be discharged home with physical therapy (pt).